Event description:
Customer reported, the monitor will intermittently shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the monitor power supply connectors. System operates as intended.